Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 20x3.5mm, de novo, target lesion was located in the left anterior descending (lad) artery. The 3.50x20mm promus element ¿ drug eluting stent advanced to treat the lesion, however, the device was unable to cross the lesion even after repeated attempts. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. An examination of the crimped stent identified that the mid to distal end of the stent was stretched on the balloon. The balloon was visually and microscopically examined and no issues were noted with its profiles. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the profile. The hypotube was kinked at 19.1cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).